Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the helical blade/screw extractor (p/n: 03.037.030, lot #: l030232) was returned and received at us cq. Upon visual inspection, it was observed that the device was received assembled with the tfna fenestrated screw 95 mm. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: during a functional test, the helical blade failed t disassemble from the tfna fenestrated screw. The helical blade is being investigated separately. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed the device received was not able to disassemble from the tfna fenestrated screw. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the helical blade/screw extractor (p/n: 03.037.030, lot #: l030232) there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.030, lot: l030232, manufacturing site: hägendorf, release to warehouse date: 20 sep 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the proximal femoral nailing system (tfna) lag screw was stuck/wedged onto the helical blade/screw extractor. The screw cannot be removed from the instrument. Procedure outcome and patient status are unknown. This report is for a helical blade/screw extractor. This is report 1 of 2 for (B)(4).